Manufacturer narrative:
Event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed error code 1870 occurred during pump operation. Functional testing was unable to replicate the reported issue. The root cause was determined to be a possible defective motor or rotation detection sensor. Preventively, the motor and rotation detection sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited error code 1870. Per the reporter, there were no adverse patient effects.